Event description:
While the pt was on the ventilator, the ventilator spontaneously shut off and immediately came back on. There was no loss of breath and no harm to the pt. Subsequent tests could not reproduce this. Diagnosis or reason for use: respiratory distress.